Event description:
Event verbatim [preferred term]. (Related symptoms if any separated by commas). Fever (pyrexia). Ileus (ileus). Clostridium difficile (clostridium difficile toxin test positive). Diarrhea (diarrhoea). Case description: spontaneous report received on 10-jan-2008 from a physician regarding a female patient who underwent a laparotomy, total abdominal hysterectomy and lysis of adhesions for the pre-operative diagnosis of a large uterine mass with ovarian cyst. The pathology specimen removed was the uterus with cervix and fibroids which weighed 3263 grams. The uterine cervix showed focal squamous metaplasia, disordered weakly proliferative endometrium, multiple focally cellular benign leiomyomata that measured up to 20cm in maximum diameter. There was an estimated blood loss of 400ml and the patient received an unknown number of seprafilm sheets. The post-operative diagnosis was a large uterine mass with pelvic adhesions. In 2007, the patient's hemoglobin was 12.0 g/dl. One month later, the patient had a fever and her hemoglobin was at 10.4 g/dl. Two days later, the patient had a fever, developed ileus, her hemoglobin was at 12.2 g/dl and a urine analysis was done which showed repleted calcium and potassium. Two days later, clostridium difficile was discovered and the patient had diarrhea. The patient stayed at the hospital for a total of 10 days. As of the date of this report, it was unknown if the patient had recovered.